Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the "speaker malfunction" error was due to a loose speaker cable. Once plugging the cable back in, the speaker worked correctly.the issue was resolved by plugging the speaker cable back in. The device was tested and fully functional after repairs were completed. The device was returned to the customer.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.